Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. Moreover, the patient mentioned that the device was too big and felt uncomfortable. There were no additional adverse patient effects reported. All available information indicates that the device remains in service.